Event description:
I decided to go ahead and get lasik surgery (wavefront guided and femto laser flap creation versus micro-keratome blade). The procedure I received was monovision for reading distance in my right eye and regular distance correction in my left eye. Pre-op, my eyesight was moderate astigmatism. As of today, (B)(6) 2023, I am almost 8 months post op and I have experienced severe and fluctuating eye dryness, especially first thing in the morning where my eyelids stick to my eyeballs. I have been using preservative-free eye drops very frequently since my surgery (hylo gel) and paying out of pocket. The dryness is much more pronounced in my right eye. The monovision procedure was a mistake and I regret this decision as the surgeon convinced me it was best for my age (37 male, in shape, healthy) as she said I will eventually develop presbyopia. The monovision has left me with often, intolerable double vision and a confusing effect in my brain in various daily life situations. This includes working on a computer for long periods as the regular distance of the computer monitor is blurry in my right eye. My left eye does all of the work in all activities including driving which I believe is not safe. My surgeon advised that the monovision procedure was not supposed to be this myopic and she has recommended an enhancement surgery which I will not get due to the amount of dry eye I am experiencing (obviously a lot of nerve damage from the procedure). I was never properly informed about the monovision procedure and was quickly persuaded to opt for this procedure. Informed consent was not fully provided and this has been solidified after I ordered my patient record: for example, I was not informed that the laser would have deeper corneal ablation and significantly more laser pulses to remove tissue (and nerve tissue) versus the regular lasik procedure. My record indicates 778 pulses on my right eye for monovision and more peripheral ablation where there is greater nerve density versus 228 pulses on my left eye and more centred where there is less nerve density. So in all, I do regret receiving lasik as I believe it has created more problems (dry eye disease, double vision, confusion in my brain from monovision, and also intra ocular pain that fluctuates likely due to nerve damage). I believe the FDA needs to advise the public with the dangers of lasik and the very real likelihood of complications, especially dry eye and nerve damage. Refractive surgery.